Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws did not close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed to have failed clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and failed 8 out of 10 times. A visual inspection was performed, and the instrument did not exhibit any physical damage at the tips. Failure analysis found the secondary failure of grip cable loose to be related to the customer reported complaint. The instrument was found to have loose grip cables at the distal end. Additionally, the instrument was found to have multiple cracked input shafts. Hairline cracks were found on input shafts #6 and 7. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy, the large hem-o-lok clip applier instrument jaws did not close. A backup instrument of the same kind was used. The procedure was completed with no reported injury.